Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two weeks post-implant, the patient did not feel well, experiencing fever, chills, and loss of atrial function. No capture and no sensing were noted, along with atrial lead dislodgement. The patient was scheduled for a lead revision within one week, and the lead remains in use. No further patient complications have been reported as a result of this event.